Event description:
A (B)(6) pt had distal aortography with runoff, left lower extremity angiography, angioplasty of the left anterior tibial artery. This procedure was complex and required multi-site access: right common femoral artery in addition to ultrasound-guided access to the left distal anterior tibial artery. The right femoral artery was accessed utilizing the micropuncture technique. A 5-french omniflush catheter and a 6-french cook sheath were used. The sheath was placed in the superficial femoral artery. Angiography performed. The 0.035 trailblazer support catheter became stuck on the 0.035 halberd guidewire. The catheter guidewire was externalized through the distal anterior tibial access site. In pulling on the catheter, the distal tip of the support catheter was broken off. The support catheter was subsequently dislodged from the guidewire and removed from the body without any other difficulty. The procedure continued without any adverse effect to the pt.